Event description:
Additional information received from a consumer reported following the implantation of the pump, on (B)(6) 2018, the hcp steadily increased the dosage of baclofen delivered but the patient failed to experience easing of their spasticity. On (B)(6) 2019 while the hcp was refilling the pump, interrogation of the pump revealed residual volume of 3.1 ml, but when the needle was inserted into the fill port of the pump, it withdrew 20 ml of residual baclofen. At no time had the pump sounded an alarm to indicate any problem. On (B)(6) 2010, the hcp performed a side-port myelogram under fluoroscopic guidance to diagnose the problem with the medtronic synchromed programmable pump system. When the contrast agent was injected into the side port of the medtronic synchromed ii programmable pump, the contrast agent pooled under the pump itself, confirming discontinuity of the catheter. Immediately following the side-port myelogram, while in the recovery area of the hospital, the patient mentioned to the hcp that they had been experiencing months of symptoms of postural orthostatic intolerance. A few weeks prior to the side-port myelogram, the patient had undergone a tilt­ table test as part of an effort to diagnose whether they had developed postural orthostatic tachycardia syndrome. At that point, the hcp explained that the postural intolerance may have come from spinal fluid leaking out of the severed catheter. On (B)(6) 2020, the hcp revised the catheter under fluoroscopic guidance and replaced the intrathecal pump, on opening the pocket site, the hcp noted completely severed catheter distal to the sutureless connector piece that attaches to the pump. On the lateral edge of the pocket he noted extensive twirling of the catheter and knotting with several centimeters of the catheter intertwined and scarred clown. The hcp then did revision repair of the catheter and replaced the old pump.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving unknown baclofen 500 mcg/ml with an unknown dose via an implantable pump for intractable spasticity. It was reported the patient came in to the hospital for a dye study. The dye study showed dye pooling around the pump. A catheter leak was noted. No reported factors that may have contributed or led to the event. It was noted that no action was taken, but a catheter revision (surgical intervention) was planned but not yet scheduled. It was noted that the issue was not resolved. The patient's weight was unknown (asked and will not be made available). The patient's medical history was asked and will not be made available. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2019. No further complication were reported/anticipated.